Event description:
It was reported that the patient had presented to the clinic for a follow up and it was observed that the patient received inappropriate atp therapy for a svt episode. The device was reprogrammed.